Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber cracked at 43 minutes 40 seconds and 452.250j, all components were presumed to have been retrieved from the patient. A new fiber was used to complete the procedure and the patient was stable following completion of the procedure.